Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus. A field service engineer (fse) verified that the network port was functioning properly and that the device had power. Upon further investigation, the communication sled was identified as the source of the problem. The fse replaced the faulty communication sled, and after a proper reboot and system update, all drawers began communicating successfully. A final test was performed on matrix half-height drawer 2.1, and all cabling was checked, confirming that everything was in good working order. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawers were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawers were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.